Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-58 lead, implanted 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning for low impedance and showed noise on stored atrial high rate episodes. The physician elected to continue monitoring. The lead warning was cleared. The lead remains in use. No patient complications have been reported as a result of this event.